Manufacturer narrative:
The customer-reported system malfunction alarm was confirmed upon review of the driver's alarm history and patient file data, however, it could not be reproduced during investigation testing. The root cause of the system malfunction alarm was suspected to be caused by a malfunction of the main printed circuit assembly (pca), as there was evidence of insufficient solder in the solder joint of the negative pin on the right vacuum connector. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a system malfunction alarm. The customer also reported that the patient was switched to a backup driver and there was no reported adverse patient impact.